Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter in the lower portion of the bladder. The particulate matter was described as fiber-like and small and black in color. The reporter could not distinguish whether the particle was inside or outside of the bladder. This was observed after opening the product pouch before filling. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured on december 9, 2013 to december 10, 2013. The device was received and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection a thin strand of black particle 1.61 mm long, located on the outer surface of the bladder. The particle was identified to be cellulose material via fourier transform infrared spectroscopy (ftir) scanning. The reported problem was verified through evaluation. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.